Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi mode and could not be interrogated. The patient arrived at the ER after receiving a large amount of shocks delivered by the device in a vt/vf storm. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.